Event description:
It was reported that the arctic sun device was giving electrical problems. Apparently, when it was switched on, the automatic light switched off.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed heater. The device was evaluated upon receipt. When they unplugged the heater the problem disappeared. When the device it is turn on it trips a breaker due to a short circuit. Replaced the heater. The device passed all testing after repair. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device was giving electrical problems. Apparently, when it was switched on, the automatic light switched off. Per follow up information in wo updated on 06jun2023, there was no patient involvement. The event allege any deficiencies related to the performance of device. There was a functional issue that was found during service or repair of the device. It did not pass the electrical safety test.